Event description:
I had breast augmentation surgery on (B)(6) 2022 with silicone implants, and two weeks after I started experiencing autoimmune issues such as joint swelling, rashes, and weight fluctuations/gastrointestinal problems. I've never had an autoimmune disorder in the past. I went from 105 to 120 pounds two weeks after implantation; it's been a month and the scale keeps going up and down which I used to be a steady weight prior for six years straight. I reported gastrointestinal issues immediately after getting my implants. More importantly, my joints are what I'm really worried about since I have pain everyday along with red rashes that have started swelling up on the joint. I was forced to go to a freestanding ER for joint swelling a week ago. I thought breast implant illness was completely fake before getting silicone implants. Patients should be warned about autoimmune disorders occurring from breast implants since I was perfectly healthy prior to getting these in my body and was never warned about an autoimmune disorder. I wish it was free to have these silicone implants taken out of my body. No one should have to endure this. Healthy prior to breast implants. I do not smoke and have one alcoholic drink per weekend.